Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, may 31, 2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure had caused the station to blackout. The field service engineer (fse) found that a defective drawer board had prevented the power supply unit from initiating. The half-height enhanced drawer was affected. All controller boards were replaced, and the drawer was tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure caused the station to black out. The pyxis screen went completely black accompanied by a clicking sound. The customer reported that drawer 3.1 was causing the station to shut down, and they had to disconnect the drawer to restore functionality. There were no delay or adverse events or injuries reported based on this event.